Event description:
Rptr had breast implants placed in both breasts and they immediately became hard and distorted. Rptr has had numbness in the lower half of both breasts since her surgery. There is pain in the left side of left breast which becomes a shooting pain under pressure. She experienced itchy facial skin lesions and an itchy mole on her upper right leg. Rptr had surgery 2/20/89, for removal of skin lesions and mole. The mole was a melanoma and she had further tissue removal 3/10/89. On 3/17/93, rptr had a cyst removed from her left knee and an itching facial mole removed from her left cheek. Both were negative. She continues to experience facial skin lesions.